Event description:
It was reported that (2) devices were used during a sigmoid resection. It was reported by the rep that the surgeon placed the tlc55 over the sigmoid to transect and could only advance firing knob forward a couple of inches. The instrument was reloaded and still could not be advanced. A new tlc55 was opened with the same result. Another tlc55 was opened to complete the case. There was no consequence to the pt. Instruments were discarded.